Event description:
Reporter alleged blood glucose monitoring device was reading high and went to the doctor to have glucose tested. Reporter stated meter read 494 mg/dl and doctor measured 107 mg/dl. It was reported no treatment was received and no controls were used. A request was made for the return of the suspect device and replacement product was sent.